Manufacturer narrative:
The device was infusing clonidin with a concentration of 112.5 micrograms per milliliter (g/ml) and baclofen of 0.5 mg/ml. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
On (B)(6) 2015, the representative further reported that the pump was shut down on (B)(6) 2015 and explanted on (B)(6) 2015. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal therapy via an implantable infusion pump. The indication for use was not noted. The patient heard the pump alarm and the hcp found out, via the clinician programmer, that it was due to a motor stop. Troubleshooting was performed on (B)(6) 2015, with the clinician programmer, without success; specifically, the hcp tried to reprogram the pump. A surgical intervention had not occurred; however, the device was scheduled to be explanted on (B)(6) 2015. The patient status at the time of the report was unable to obtain". Additional information was reported by the rep on (B)(6) 2015, that the patient experienced increasing of spasticity. The infusing drug, other medications taken by the patient, the patient's medical history, and the diagnosis for use of the infusion system were not known by the rep. The device was returned to the manufacturer. If additional information is provided, a follow-up will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.